Manufacturer narrative:
While performing a surgical procedure, the surgeon saw a string from the raytec gauze in the body cavity. The string was removed. The raytec gauze was returned for evaluation. This gauze is a component in a custom surgical pack. The raytec gauze is manufactured by (B)(4). They have been notified of the incident. As the MFR of the device, they will make the determination if any corrective action is required.

Event description:
During a procedure a string from the raytec gauze was identified in the body cavity by the surgeon.